Manufacturer narrative:
The lot number is unk therefore, the date of manufacture can not be determined. The tube was discarded and therefore, unavailable for failure investigation. Note: the manufacture's directions for use states under cautions: the use of lidocaine topical aerosol has been associated with the formation of pinholes in pvc cuffs. Lidocaine hydrochloride solution has been reported not to have this effect. If the device is lubricated prior to insertion, follow MFR's application instructions. Excessive amounts of lubricant can dry on the inner surface of the tracheal tube resulting in either a lubricant plug or a clear film that partially or totally blocks the airway. Use of lubricating jelly to ease connector reinsertion is not recommended as it may contribute to accidental disconnections. The manufacture's directions for use states under warnings: each tube's cuff, pilot balloon and valve should be tested by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used and should be returned.

Event description:
The customer reported when they went to remove the tube, they were unable to deflate the cuff and ended up having to cut the pilot line about 2 inches up from the pilot balloon. They still were not able to remove it until they used a kit that is designed for these types of cases. They put on the kit and were able to remove without any further issue. The customer reported that the initial intubation of the tube was without difficulty and believes they had used lidocaine during the intubation process, but did not know if it was a gel or a spray. The tube was discarded and the lot number is unk.